Event description:
The manufacturer received information alleging a ventilator was displaying a "high internal oxygen" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen manifold was replaced and was calibrated to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a ventilators oxygen manifold was replaced and the device recalibrated to address a "high internal oxygen" alarm. The device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.